Manufacturer narrative:
(B)(6). B4: date of this report - additional information; b5: event or problem description - additional information; h2: additional information; h6: event problem and evaluation codes - additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of no readings is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.